Manufacturer narrative:
Title radiofrequency hemorrhoidectomy: results of a comparative study using two different device for a cost effective procedure source the association of coloproctology of great britain and ireland., volume 21, 2019 (33¿128) article number: 3 date of publication: 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, a hemorrhoidectomy procedure using the device. Between january 2016 and december 2018, 200 consecutive patients with symptomatic grade iii and IV were scheduled for surgical treatment. All preoperative and postoperative data were collected. Post-operatively, it was reported one patient in the device's group experienced stenosis.